Event description:
It was reported that the patient arrived in the emergency department due to respiratory distress. An infusion of alteplase 100mg/100ml (a type of tissue plasminogen activator or tpa) was ordered and the first dose of 50mg (in 50ml) was intended to infuse over 2-3 mins at a rate of 999ml/hr. The second dose of 50ml was then intended to infuse over two hours. However, it was reported that the medication over infused. The infusion was reportedly programmed manually using basic infusion mode (no guardrails/ders protection). About a total of 24ml was reportedly infused. The alaris pcu was displaying 24.6ml had been given and 23ml remained in the bag. Per report, it is unknown when the other 50ml dose was given. It was reported that the patient was "coded," and later on passed away. The event occurred (B)(6) 2023 at around 2130.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The actual date of death is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction : describe event or problem. Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the patient arrived in the emergency department due to respiratory distress. An infusion of alteplase 100mg/100ml (a type of tissue plasminogen activator or tpa) was ordered and the first dose of 50mg (in 50ml) was intended to infuse over 2-3 mins at a rate of 999ml/hr. The second dose of 50ml was then intended to infuse over two hours. However, it was reported that the medication over infused. The infusion was reportedly programmed manually using basic infusion mode (no guardrails/ders protection). About a total of 24ml was reportedly infused. The alaris pcu was displaying 24.6ml had been given and 23ml remained in the bag. Per report, it is unknown when the other 50ml dose was given. It was reported that the patient was "coded," and later on passed away. The event occurred 02 april 2023 at around 2130. Although requested, customer reported no additional information will be made available.